Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, radiation tx-head / neck area, infection, swelling, inflammation, mobility.